Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a gastric bypass procedure, staple lines looked fine. Bleeding occurred hours following surgery after post operative anticoagulant. Patient had 250cc blood loss but had no added length of stay. No patient injury.